Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 500 mg/dl. The customer treated their blood glucose with a manual injection. The customer also reported their b button was not responding when attempting to put in their blood glucose. Customer's current blood glucose was 349 mg/dl. The customer did not have any symptoms of high blood glucose. Customer was unable to complete troubleshooting at the time fo the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.